Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6: the hold-sl (p/n: 03.614.017, lot: t142449) was received at customer quality, and it was observed that the threads on the distal end of device were stripped. The complaint of stripped threads is confirmed. The superior surface of the holding sleeve shows visible signs of wear consistent with normal use. An accurate dimensional inspection of the stripped tip was not able to be performed because of the post manufacturing deformation. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part number: 03.614.017, lot number: t142449, manufacturing site: tuttlingen, release to warehouse date: 20-sep-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the surgeon had a difficult time loading the screws from the synapse system during a spinal fusion procedure on (B)(6) 2019. It was noted two (2) threaded holding sleeves appeared worn and may have been stripped. There was no surgical delay or patient harm. The procedure was completed successfully. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity# unknown). This is report 1 of 2 for (B)(4).